Event description:
High atrial and ventricular thresholds, intermittent atrial under sensing and increasing rv threshold. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).